Event description:
A report was received that the patient had discomfort in the buttock region where scs was located. The patient underwent a revision procedure wherein patient's ipg was relocated.

Manufacturer narrative:
(B)(4).